Event description:
Failure to alarm: gauze was sucked inside of port opening and clogged the port opening. The dressing was leaking, and the go pump was not alarming.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys-g/p large gauze kit. Smith & nephew received the above named product reported as a field complaint for a clogged port opening. The complaint is deemed inconclusive as there was no lot number provided. The fact that the pump did hold pressure indicates that negative pressure therapy was initiated successfully. Pump function can be excluded as root cause because the pump alarm is based on a negative pressure reading and a leak rate in a canister connected to a port bridged to a drain drawing from wound site. A possible root cause of this issue is due to the fact that the device will not alarm by design when blockage occurs at the wound site or below the t-connector on the wound side. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.